Event description:
It was reported to philips that the system's c-arm performed an uncommanded movement. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing an electrophysiology procedure, which was completed by moving the arm manually. The philips field service engineer (fse) inspected the system on-site and confirmed that the system's c-arm performed an uncommanded movement. Analysis of the log file showed "user msg: tube bodyguard override", which confirmed the reported malfunction. Upon troubleshooting, the fse found that the bodyguard was triggering impaired stand movements. To resolve the issue, the fse removed the damaged tube cover, installed a new tube cover, and calibrated the bodyguard sensor. After replacing the tube cover, the system was returned to use in good working order. The codes were updated based on the investigation outcome.